Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by multiple use errors by the patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Furthermore, the guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. During troubleshooting, multiple use errors were discovered that caused or contributed to the reported alarm. Prior to initiating therapy, it was noted that the patient had connected the patient line extension set after the patient line had already been primed. Furthermore, upon initiation of therapy, it was noted that there were open clamps on two unused supply lines allowing for air to enter the sterile fluid pathway. The technical service representative assisted the patient with clearing the alarm. Proper procedures were reviewed with the patient. It was not reported if the patient was to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.